Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during maintenance the defective monitor was found for cardiosave intra-aortic balloon pump(iabp). There was no patient involved.